Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving hydromorphone 10 mg/ml at 2.598 mg/day via an implantable infusion pump. The indication for use (IFU) listed as non-malignant pain, cervical/neck, and spinal pain. The reason for the pump was a severe form of arachnoiditis ossificans. It was reported that the patient is having tenderness and pain over the pump. The pump felt like it was infected. There is no hotness or redness over the pump. The onset, diagnostics, actions/interventions, and outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.